Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient had to ¿charge for a ridiculous amount of time, hours and hours, to maintain therapy, but the patient stuck with it.¿ the patient would have to reposition the antenna multiple times to get the implant charged, but it would eventually charge. The patient no longer had this implant and as they got a different rechargeable device.